Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure to treat a moderately calcified lesion in the non-tortuous peroneal artery, a 014 iron man guide wire was advanced past the target lesion without resistance. A non-abbott atherectomy device was advanced over the iron man without resistance and atherectomy was performed without issue. However, when the atherectomy device reached the tip of the iron man, it caused the tip to bunch then separate in a small peroneal side-branch vessel. The atherectomy device was then retracted over the iron man without resistance, followed by withdrawal of the iron man guide wire without difficulty. An attempt was made to snare the separated iron man tip, but the tip was too far distal to be reached. As the physician felt that leaving the tip would not cause adverse patient sequelae, the tip was left in small side-branch vessel. The atherectomy procedure was considered completed. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information has been provided.